Event description:
It was reported that a 6.0 x 40 mm fox sv balloon was used for a shunt percutaneous transluminal angioplasty (pta) procedure. After a guide wire crossed the lesion, the fox sv balloon was delivered to the target lesion and then inflated. However, the balloon did not inflate at all. There was no resistance during the advancement of the balloon, so the physician suspected that the balloon had ruptured before use. The procedure was continued using a non-abbott balloon without any issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty inflating the balloon and rupture were able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.